Manufacturer narrative:
The reported event of connection problem with external devices was not confirmed. As received, ipg communicated and was charged successfully, and was functionally tested to manufacturing specifications using the autotester and passed the auto test. Functional bench testing revealed the returned ipg charged normally as per specifications. Reported event is unknown. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had communication issue with external devices. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.